Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Then they connected each one individually and eventually the s4wsb did not show up as a connected device and when they noticed the cable was pinched and arcing. No injuries reported just that the chair would not turn on for a bit. Dealer also requested a new pwh cable because it was worn and frayed.